Event description:
Spontaneous call. Patient's mom reports that patient is having blisters/ rash underneath central line dressing and biopatch. It is not warm to the touch or oozing. Recommended benadryl. Cnss to follow-up this week- new dressings scheduled for patient. No lot information provided for biopatch or central line dressing. No other information known. Reported to (B)(6) by patient/caregiver.